Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited electrical fault alarms. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as a new internal investigation has been assigned to this event. Section h6 update for additional device: (B)(6) h6:FDA img code: g04105 h6:FDA result code(s):c21 h6:FDA conclusion code(s): d16 the ventricular assist device (B)(6) is not in scope of CAPA pr00502194. CAPA pr00532915 was initiated to investigate pump failures to restart outside the subpopulation of CAPA pr00502194. Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data and the ventricular assist device (vad) subsequently tested out of specification during manufacturer¿s analysis. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction, additional information, and investigation completion. Correction b5: the event description was corrected to include the device disposition and performance of the ventricular assist device (vad). Correction h10: section h10 was corrected to include device and code information for the ventricular assist device (vad). Additional information was received regarding the recall number. Product event summary: the pump was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. During supplemental testing, the controller was connected to a test motor and allowed to run for an extended period of time; results revealed that the electrical fault alarm could not be replicated; the driveline port functioned as intended with no anomalies. Analysis of the controller log files revealed an electrical fault alarm logged on (B)(6) 2020 at 23:46:47 due to an open phase on the rear stator, resulting in the pump running on a single stator (front stator only). A vad disconnect alarm was logged at 23:46:49, indicating a physical disconnection of the driveline from the controller likely due to troubleshooting. It was followed by 2 vad stopped alarms logged at 23:47:59 and 23:49:17 due to a failure of the pump to restart after several attempts. 2 additional vad disconnect alarms were logged at 23:50:22 and 00:35:43. As a result, the reported electrical fault alarm event was confirmed. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. A possible root cause of the observed vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller which likely occurred during troubleshooting process. A possible root cause of the observed vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 31-dec-2021 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 12-dec-2019 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a141204 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d10, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. During supplemental testing, the controller was connected to a test motor and allowed to run for an extended period of time; results revealed that the electrical fault alarm could not be replicated; the driveline port functioned as intended with no anomalies. Analysis of the controller log files revealed an electrical fault alarm logged on (B)(6) 2020 at 23:46:47 due to an open phase on the rear stator, resulting in the pump running on a single stator (front stator only). A vad disconnect alarm was logged at 23:46:49, indicating a physical disconnection of the driveline from the controller likely due to troubleshooting. It was followed by two vad stopped alarms logged at 23:47:59 and 23:49:17 due to a failure of the pump to restart after several attempts. Two additional vad disconnect alarms were logged at 23:50:22 and 00:35:43. As a result, the reported electrical fault alarm event was confirmed. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector or a mar ginal driveline connection. A possible root cause of the observed vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller which likely occurred during troubleshooting process. A possible root cause of the observed v ad stopped alarms can be attributed to a failure of the pump to restart after several attempts. CAPA: pr00502194 is investigating pump failures to restart. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.